Event description:
On (B)(6) 2026, a patient underwent pulmonary embolism (pe) thrombectomy using stryker peripheral vascular devices. While removing the triever16, a section of the catheter that was already outside of the patient's vasculature broke in half. The distal end was able to be removed from the patient without issue.

Manufacturer narrative:
Manufacturer reference number: (B)(4). The suspect device was returned to the manufacturer and evaluated. The assigned root cause of the funnel damage is excessive forces applied to the device during handling. The break in the catheter is consistent with force applied to the catheter during use. Per device labelling, "avoid using excessive force to advance or retract against resistance. Excessive force against resistance may result in damage to the device or vessel perforation,". Although the lot number was not provided, lots were pulled from shipping records and were used to conduct the product and lot history review. There were no discrepancies or unusual findings and no notable trends have been reported against the possible lot numbers. Although there was no patient harm the information available reasonably suggest that the device has malfunctioned and that if this malfunction were to recur, it may cause or contribute to a death or serious injury.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Upon completion of the investigation, a follow-up report will be submitted. Manufacturer's reference number (B)(4).

Event description:
On (B)(6) 2026 a patient underwent pulmonary embolism (pe) thrombectomy using stryker peripheral vascular devices. While removing the triever16, a section of the catheter that was already outside of the patient's vasculature broke in half. The distal end was able to be removed from the patient without issue.